Manufacturer narrative:
.

Event description:
The customer reported the battery is not charging. No patient involvement reported.

Manufacturer narrative:
The device was in use on a patient at the time of the event. No patient information obtained from the customer. If new information is received a follow up report will be sent.